Manufacturer narrative:
Submit date: 04/13/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports finding a crack at the end of the tubing. Catheter had to be removed and replaced.